Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that three shocks were successfully delivered to a seventy-three year old female pt in cardiac arrest, on an attempt to deliver a fourth shock the device displayed a "defib fault 111" message and made a loud popping sound. Complainant indicated that the pt subsequently expired.